Event description:
The hcp reported the pt had been experiencing an increase in pain, despite titrations of the medication. A low battery pump alarm was occuring. The pump was explanted and replaced after an implant duration of 38 months along with the catheter, due to a kink or occlusion. The pt outcome was reported as recovered with sequela.